Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was hospitalized due to high blood glucose. Customer's blood glucose was high the meter wouldn't read it and his blood work determined it was 786 mg/dl. Customer was diagnosed with diabetic ketoacidosis. Customer was treated with insulin drip and sugar drip was released after six days. Customer stated the device was removed after arriving at the hospital. Customer was having issues with removing the battery cap. Customer's brother in law was able to remove it and replaced it. Customer stated he went earlier due to high blood glucose over 400 mg/dl. A new battery cap was being sent to the customer. The device is not returning for analysis.